Event description:
The customer stated that he has been smelling insulin for several weeks, but he cannot find any leaks. Troubleshooting was performed. The customer removed the reservoir and he saw that insulin was leaking past the o-rings. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.